Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No injury or medical intervention was reported.